Event description:
The following information is from a letter to the editor published in the international journal of cardiology; presentation of an embolized amplatzer septal occluder to the main pulmonary artery two years after implantation. A gentleman underwent percutaneous occlusion of a secundum asd with a 32mm amplatzer septal occluder two and a half years ago, presented to an outpatient clinic with a two month history of worsening exertional breathlessness and evidence of peripheral edema. His previous clinical and echocardiographic follow-up had been reported as unremarkable. Tte revealed acute deterioration of his preexisted pulmonary hypertension with an estimated pulmonary artery systolic pressure of 60mmhg and no display of the device. Tee confirmed the position of the device in the main pulmonary artery. The patient responded dramatically to medical treatment and was referred for surgical retrieval of the device and closure of the defect, preceded by a coronary angiogram which revealed normal coronary arteries and good left ventricular function. Following surgical retrieval, the device was macroscopically intact.

Manufacturer narrative:
Aga medical contacted the author of this article and no additional information has been provided regarding this event, including patient and device information. The implant, explant and event dates have been estimated. The results of this investigation are inconclusive since the implant echocardiograms or medical records were not provided to aga medical for review. Echocardiograms are needed to confirm sizing and evaluate other parameters of the implant procedure. Should additional information become available, aga medical will file a supplement report. The article is attached to this report.